Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from a follow up. The following sections of this report has been updated: update to b4, b5, b7, g3, g6, h2, h6, h11. The investigation is ongoing.

Event description:
As reported by our french affiliates, during implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach, no resistance was felt during the insertion of the commander, but when the valve did exit the sheath, it was observed by fluoro that it was not aligned as usual. The procedure was continued and the valve was successfully deployed with no patient consequences. After the esheath+ removal, it was observed that the distal tip of the sheath was torn. The rest of the esheath+ was in good condition.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our french affiliates, during implant of an unknown sapien valve in aortic position by transfemoral approach, when the valve did exit the sheath, it was observed by fluoro that it was not aligned as usual. After the esheath+ removal, it was observed that the distal tip of the sheath was torn (confirmed by photos provided). The rest of the esheath+ was in good condition. The patient did not suffer any consequence.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from an engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. The provided imagery was evaluated and revealed the following: esheath distal tip observed torn. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The esheath+ introducer set along with the commander delivery system with s3u IFU's were reviewed. Warnings in the esheath+ IFU include, 'the edwards esheath+ introducer set must be used with a compatible 0.035 in (0.89 mm) guidewire to prevent vessel injury'. Precautions note 'when inserting, manipulating or withdrawing a device through the sheath, always maintain orientation of the sheath position', 'caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath+ introducer set respectively', and 'use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set'. Warnings in the esheath+ IFU include, 'access characteristics such as severe obstructive or circumferential calcification, severe tortuosity, vessel diameters less than 5.5 mm (for size 20, 23 and 26 mm sapien 3/sapien 3 ultra transcatheter heart valve) or 6.0 mm (for 29 mm sapien 3 transcatheter heart valve) may preclude safe placement of the sheath and should be carefully assessed prior to the procedure'. Precautions note 'if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications. As compared to sapien 3, system advancement force may be higher with the use of sapien 3 ultra transcatheter heart valve in tortuous/challenging vessel anatomies'. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints for sheath distal tip torn was confirmed per evaluation of the returned imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, ', no resistance was felt during the insertion of the commander, but when the valve did exit the sheath, it was observed by fluoro that it was not aligned as usual' and 'after the esheath+ removal, it was observed that the distal tip of the sheath was torn'. The failure mode is characteristic of sheath tip tear events as described in a previously opened product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement which may have contributed to the complaint event. However, a definitive root cause is unable to be determined. A pra was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip and subsequent tearing of the tip. The risks outlined in the pra remain the same. In this case there was no patient harm as the distal tip tear was observed after removal from the patient. The re-escalation threshold for this issue was not exceeded as trending analysis indicates complaint rates remain within the monthly control limit. As the complaint did not exceed the pra re-escalation threshold, no further action is required. A corrective and preventative action (CAPA) was previously initiated to pursue potential process improvement activities regarding tip expansion, which was previously identified. The CAPA is closed. Corrective action was to implement a fixture designed to hold the sheath shaft during the tip scoring process, reducing gap distance variation. While the sheath from this complaint event was manufactured after the corrective action, the complaint occurrence rate did not exceed the control limit. In addition, there was no confirmed manufacturing nonconformance identified during evaluation. Therefore, no further escalation is needed at this time. Complaint trending will continue to be monitored on monthly basis.